Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found cannula separated from tubing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 101 mg/dl and the sensor glucose was 43 mg/dl. Insulin delivery was not suspended due to sensor values. The customer also mention blood glucose level of 178 mg/dl and sensor glucose was 83 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
Insulin delivery was suspended due to sensor glucose value.